Event description:
It was reported that the ilet user applied a new dexcom g7 sensor and the ilet displayed ¿dosing stopped connect cgm,¿ with no glucose readings, after the user had not entered the sensor pairing code into the pump and then confirmed the code from the applicator. No reported symptoms. Outcomes included temporary suspension of automated dosing until continuous glucose monitor (cgm) pairing and sensor warmup completed. Investigation included customer support troubleshooting and education regarding correct cgm pairing and expected wait times for initial readings. Investigation of this case revealed user setup error related to cgm pairing, after which the pump was connected to the sensor and the user was instructed to allow time for readings to populate. It was concluded, based on previously established findings for similar reports, that the cause was user error in device setup and use.